Event description:
This report is filed to give an response to ufr (B)(4).

Manufacturer narrative:
Serial number: (B)(4). It was reported that on four radiant warmers the swivel joint became very stiff and the swivel range of the warmer was more and more restricted. The swivel joints of the concerned devices were replaced for repair and one of the joints was made available for investigation. The joint is designed like a big screw with fine pitch thread, turning in the fitting nut. Both parts are made of massive brass. If the warmer is moved aside, the screw turns in the nut. The received joint could only be moved and disassembled by applying high forces. It was found that the joint was damaged and jamming as it was not sufficiently lubricated. The root cause for missing lubrication could not be identified. The reported case is isolated. In the frame of our worldwide market observation no other similar case was reported. The spare part consumption of the joints is non suspicious. If the warmer can't be moved aside, this has no influence on the basic function of the radiant warmer. It is obvious if force to swivel the warmer increased by time and service should be called for repair. The four concerned joints were all replaced and the warmers returned into service. This case was assessed to be non reportable in accordance to 21 cfr. Part 803.